Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance and polarity switch on the right ventricular (rv) lead. It was noted the impedance was trending down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.